Manufacturer narrative:
An abbott field service representative (fsr) was dispatched to the account and performed a total call procedure. Multiple parts were cleaned, flushed, and/or replaced per the procedure. The fsr attributed the pinch valve tubing (rohs) (part number 7-204069-01) as the likely cause of the result issue, which was replaced and coded as worn out from normal use. A review of the architect c1600190 service history revealed no subsequent complaints of discrepant/erratic results were reported after the fsr replaced the fitting, ict pinch valve tubing (rohs). Customer complaint data was reviewed and no adverse trends were identified related to the complaint issue. The architect system operations manual was reviewed and was found to adequately address the issue. A malfunction of the fitting, ict pinch valve tubing (rohs) was identified as the product failed to meet performance specifications or otherwise perform as intended at the customer site. However no product deficiency was identified.

Event description:
The customer stated that elevated sodium results were generated by the architect c16000 analyzer. Sample ID (B)(6) generated an initial result of 168.9 mmol/l. The sample was repeated and a result of 142 mmol/l was generated. There was no report of impact to patient management.